Event description:
Alleged 7 false positive flu b results out of 600 tests. Asymptomatic and symptomatic patients were tested. In addition, on the same lot alleged 4 false positive flu a results out of 300 tests. No confirmatory testing performed.

Manufacturer narrative:
Investigation conclusion:tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.